Event description:
It was reported, the camera head root of the charge coupled device had come off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the root (stress boot) of the charged coupled device cord was pulled out. Additionally, flooding and contact point corrosion were identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the actual product was flooded due to damage to the stress boot, charged coupled device, and connector on the head side. However, the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head root of the charge coupled device had come off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.